Event description:
Incoming inspection alleged issue: damaged package. Complaint from distributor. No pt involvement.

Manufacturer narrative:
Sample has not been received by MFR in time for this report. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed due to lack of sample for investigation. However, the manufacturer will continue to trend relating complaints.